Manufacturer narrative:
Timeouts were observed in conjunction with the pod generating an 0x14 occlusion alarm indicating pod is occluded. The cause of the generated 0x14 occlusion alarm could not be determined. The exposed portion of the soft cannula was observed to be kinked. Fluid flow was not affected by the kinked cannula. The timing and cause of the observed kinked cannula cannot be determined. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl (13.9 mmol/l) while wearing the pod between 5 and 24 hours. An investigation of the pod found the cannula was bent. The device was originally reported for pod hazard alarm/alert/advisory occlusion.